Event description:
It was reported while using bd facslyric¿ bio-hazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from polish to english: the user reports dirt in the tube feeder from the tested material. A malfunction of the v8 valve is suspected, which may result in a failure to drain the impurity during the sit flush procedure, resulting in splashing of the impurity in the center of the tube feeder. 1- was the leak liquid or air? Liquid; 2- was the leak contained within the instrument? Not contained; 3- was there spray of liquid under pressure? No spray; 4- what was the fluid that leaked? Biohazard; 5- did bionhazard leak before or after the waste line? Before waste line; 6- was the customer/bd personnel physically in contact with the fluid? No; 7- was there any impact to patient samples due to leak? Might be, described in the wo.

Manufacturer narrative:
H.6. Investigation: customer reported complaint of a leakage of biohazard not contained within the instrument. There are 0 qns (quality notifications) related to the reported issue. There are 6 complaints related to the leakage of biohazard not contained within the instrument. DHR was reviewed. The instrument met all the manufacturing specifications prior to release. The investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a dirty or clogged v8 tubing line. Dirt, debris or clogs in the fluidic system will contribute to flow rate, backflow or aspiration issues, especially within the waste line. The fse (field service engineer) confirmed the issue and replaced the v8 tubing line. Even though the instrument maintenance history was up to date, debris can develop into the waste lines during normal use. No parts were requested for evaluation as tubing is not returnable and was discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical intervention needed. It was stated that there was only a splash, not a spray of fluid from the sit. No user was harmed nor injured as they used gloves and safety protection to clean up the leak. There were no reports of actual carryover or erroneous results. In addition, the adverse event details does not confirm if erroneous results were acquired, but only conveys the customers prediction of the results when they observed residual sample on the sit during tube change. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" bio-hazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the user reports dirt in the tube feeder from the tested material. A malfunction of the v8 valve is suspected, which may result in a failure to drain the impurity during the sit flush procedure, resulting in splashing of the impurity in the center of the tube feeder. Was the leak liquid or air? Liquid; was the leak contained within the instrument? Not contained; was there spray of liquid under pressure? No spray; what was the fluid that leaked? Biohazard; did bionhazard leak before or after the waste line? Before waste line; was the customer/bd personnel physically in contact with the fluid? No; was there any impact to patient samples due to leak? Might be, described in the wo.